Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an incorrect diagnostic measurement for atrial fibrillation (af) burden due to a diagnostic anomaly was noted on the implantable cardiac monitor. Programming change was made. The patient was stable before, during and after the event.